Event description:
It was reported that the inner sterile packaging was damaged/curled and the rn expressed concern. The surgeon asked for a different nail to complete the procedure.

Manufacturer narrative:
Eval summary: only the implant was returned and none of the packaging or pictures of the packing were returned. No damage was observed on the nail. This is the only complaint in the system for packaging damage with this product family. It is not suspected that the product failed to meet specs at the time of distribution from zimmer. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Eval: device history records indicate all components were mfg and inspected to spec. No mfg abnormalities could be detected.